Manufacturer narrative:
Corrected data: date of report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple altitude alarms beginning in (B)(4). Reportedly, the customer wears the pump either their pocket or in a garter without a case. The customer was able to clear the alarms and resume insulin therapy. Customer reported blood glucose (bg) level was 300s (mg/dl). Insulin pens were used to address bg levels. Follow up with the customer confirmed they have not received any other altitude alarms since using a pump case.